Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin dripping out of the infusion tubing during the load fill tubing sequence. An infusion set change was performed and once again no insulin was observed dripping out of the infusion tubing. Reportedly, the customer was not able to confirm whether a new cartridge was loaded during the load sequence or the empty cartridge had been accidentally reloaded. A cartridge change was performed and the customer did observe insulin dripping out of the infusion tubing during the load fill tubing sequence. There was no reported impact to the customer's blood glucose level.